Manufacturer narrative:
After the surgical procedure, the intuitive surgical, inc. (Isi) technical field specialist (tfs) reviewed the system logs and noted a 45310 recoverable video error. Logs show fault was recovered by customer after contacting isi technical support and the error did not reoccur. Tfs called customer and asked them to power off system, switch off the breaker and confirm all camera cables and connections were secure. Breaker was then switched on again and system was turned on. System powered up without error, the video and light were working appropriately. The camera cable and camera head was inspected for any noticeable damage and none was found. System was power cycled a few more times to ensure system powered up and that the video and light was working. Tfs explained to customer that the error was produced by the video controller and that the light was not turning on due to the communication link between the video controller and illuminator. Doing a hard power reset helps reestablish communication between controller and illuminator after a communication loss due to a controller fault. Customer confirmed system was working and not producing errors. No part replacements were required. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. The site converted to laparoscopic surgery and completed the procedure successfully. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci procedure, there was no video and the system faulted with a recoverable 45310 error. The technical support engineer (tse) advised the surgical staff to power cycle the system; however, once the system powered on the illuminator would not turn on. Site tried to use an alternate light source but the surgeon decided to convert to traditional laparoscopy. On (B)(6) 2016, intuitive surgical, inc. (Isi) obtained additional information from the clinical sales representative (csr) and indicated the procedure was completed successfully laparoscopically. The issue occurred at the beginning of the case and there was no allegation of any harm, injury or adverse outcome to a patient.